Event description:
A customer observed a glu result < analyzer range on the vitros 5.1 fs analyzer for a sample found to contain measurable glucose by another method. No biased results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found that the qc results prior to the pt sample were unacceptable. The customer processed pt samples even though qc was not within expected values. First service investigated and corrected a mechanical malfunction, but it has not been confirmed that the malfunction identified would produce the biased result observed. Therefore, the root cause of the event is unk.